Event description:
Caller reported a problem with the cgm, specifically error 42, and received assistance from technical support. There was no adverse impact to the customer¿s blood glucose level. After following instructions for a pump reset provided by technical support, the caller successfully resolved the issue and started their sensor session without further errors.